Manufacturer narrative:
Sc-2408-56, (sn:(B)(4)) the visual inspection revealed that the lead body was punctured by the stylet. The puncture is located approximately 11 cm from the proximal end. Additionally the lead body shows a slashed section at 16 cm from the distal end. X-ray inspection of the lead found no cable breakage. The reported complaint states that the lead was fractured during the procedure. Additional suspect medical device component involved in the event: model#: sc-4319, lot #: 18892125 description: clik x MRI anchor the explanted clik anchor was not returned to bsn. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a broken anchor happened before the procedure and the lead was fractured during the procedure. The patient underwent a revision procedure wherein a lead and anchor were replaced and added a new lead. Device malfunction was suspected. The physician believed that all pieces of the broken anchor were retrieved from patient's body. The patient was doing well postoperatively.